Event description:
Company representative reported patient was texting her and reported experiencing elevated blood glucose levels. Company representative stated during the call the patient discovered insulin was dripping from the infusion set tubing of the infusion device; changed out the infusion set. On call back on (B)(6) 2014 patient reported she has been experiencing elevated blood glucose readings for about 4-5 days now. Patient stated she changed the infusion set yesterday because her blood glucose readings were around 500 mg/dl. Patient's target range is around 200's mg/dl. Patient reported experiencing her eyes and legs hurting. Patient stated she bolused and injected insulin to help bring her readings down; did not have to seek outside assistance. Patient reported the infusion headset was wet with insulin yesterday and there was blood at the site. Patient stated the adhesive on her site was also wet; no longer has the alleged infusion set. No adverse event reported. No product return requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.